Event description:
It was reported by service report that the bed was missing the power cord plug. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed missing power cord plug.